Event description:
The pt called lfs and alleged that their meter was reading inaccurately low. The pt reported results of 65 or 75 mg/dl on their meter. Pt experienced symptoms of seeing spots, feeling faint and lightheaded at the time of testing. Pt went to their physician's office because of the symptoms. In about 10 minutes, their blood sugar was tested and the result was 302 mg/dl. The pt was treated with insulin. Had pt obtained a high result pt would have taken their insulin. The test strips were in good condition, the codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. Based on the info provided, there is no evidence of a meter malfunction, however, the pt obtained a low blood sugar result while experiencing symptoms of high blood sugar, which the physician's meter confirmed. There is also evidence of the meter contributing to a serious injury. The pt's treatment was delayed; had the pt known that their blood sugar was high; pt would have taken their insulin accordingly. The meter has been replaced for the pt.